Event description:
Pt with a history of mitochondrial myopathy, chronic pain, pseudotumor cerebri. Patient was admitted with symptoms of low icp and headaches and was taken to the or for placement of a parenchymal bolt icp monitoring device (camino). The icp was measuring -3 to -13 initially and the patient had surgery to have her ventricular shunts blocked due to excessive drainage and low-pressure headaches. The patient's icp pressures initially ranged from 3 to 19 and patient continued to have severe headache pain. After being treated with morphine and benadryl for pain, the patient gasped and stopped breathing. Patient was intubated and had central lines placed. It was unclear whether the apnea was related to her mitochondrial myopathy, the narcotics used to treat her extreme pain, or were a symptom of increased intracranial pressure. The patient received several doses of narcan without effect. Patient's pupils became fixed and dilated, with icp measured at 17. Intensivist was discussing patient's condition with the surgeon, and was asked to check and make sure that the "red dot" on the icp probe was in the window of the bolt sheath. When the intensivist pushed the probe slightly in so that the red dot was properly placed, the patient's icp read 80. Extensive brain resuscitation was carried out, and the patient's vp shunt was externalized. Further attempts to decrease pressure in the brain were unsuccessful, and the patient's parents requested that care be withdrawn, and the patient expired.ICU nurses and physicians were unfamiliar with the "red dot" and its positioning within the bolt sleeve. When the picu nursing educator contacted the manufacturer, she was told by the critical care representative that the "red dot" correlates with the depth of the sensor on insertion (the depth of the sensor beyond the end of the bolt. If the "red dot" is above the sheath, this indicates that the sensor has been pulled out. The integra critical care educator revealed to the hospital nurse educator that the red dot was placed on the 110-4b icp catheter in spring of 2000. The manufacturer representative estimated that the new catheters with the "red dot" became available to customers in early 2001. Apparently when the manufacturer presents the product to new users, their in-service contains information about monitoring the position of the "red dot" as a depth indicator. The representative was unable to describe how education was provided to ongoing users, but thought a letter had gone out. The representative was unaware whether any education had been provided to icus who had been using the camino product prior to the change. The red depth indicator is not present on the icp catheters which are intended to sit within the ventricle. None of the medical or nursing staff were aware of the "red dot" on the catheter, except for the surgeon. The hospital nursing educator mentioned to the manufacturer's representative that there is the possibility that other ICU staffs are unaware of the addition to the catheter, if they had been in-serviced on the camino system prior to 2001. The hospital nurse educator also mentioned that the product insert describes the red depth indicator only as part of the physician's guide to insertion of the bolt, not as something to monitor after placement. Review of picu in-service records going back to 2002 showed no record of in-service regarding this product. Biomed department was also unaware of the change in the product.

Event description:
Pt with a history of mitochondrial myopathy, chronic pain, pseudotumor cerebri. Patient was admitted with symptoms of low icp and headaches and was taken to the or for placement of a parenchymal bolt icp monitoring device (camino). The icp was measuring -3 to -13 initially and the patient had surgery to have her ventricular shunts blocked due to excessive drainage and low-pressure headaches. The patient's icp pressures initially ranged from 3 to 19 and patient continued to have severe headache pain. After being treated with morphine and benadryl for pain, the patient gasped and stopped breathing. Patient was intubated and had central lines placed. It was unclear whether the apnea was related to her mitochondrial myopathy, the narcotics used to treat her extreme pain, or were a symptom of increased intracranial pressure. The patient received several doses of narcan without effect. Patient's pupils became fixed and dilated, with icp measured at 17. Intensivist was discussing patient's condition with the surgeon, and was asked to check and make sure that the "red dot" on the icp probe was in the window of the bolt sheath. When the intensivist pushed the probe slightly in so that the red dot was properly placed, the patient's icp read 80. Extensive brain resuscitation was carried out, and the patient's vp shunt was externalized. Further attempts to decrease pressure in the brain were unsuccessful, and the patient's parents requested that care be withdrawn, and the patient expired.ICU nurses and physicians were unfamiliar with the "red dot" and its positioning within the bolt sleeve. When the picu nursing educator contacted the manufacturer, she was told by the critical care representative that the "red dot" correlates with the depth of the sensor on insertion (the depth of the sensor beyond the end of the bolt. If the "red dot" is above the sheath, this indicates that the sensor has been pulled out. The integra critical care educator revealed to the hospital nurse educator that the red dot was placed on the 110-4b icp catheter in spring of 2000. The manufacturer representative estimated that the new catheters with the "red dot" became available to customers in early 2001. Apparently when the manufacturer presents the product to new users, their in-service contains information about monitoring the position of the "red dot" as a depth indicator. The representative was unable to describe how education was provided to ongoing users, but thought a letter had gone out. The representative was unaware whether any education had been provided to icus who had been using the camino product prior to the change. The red depth indicator is not present on the icp catheters which are intended to sit within the ventricle. None of the medical or nursing staff were aware of the "red dot" on the catheter, except for the surgeon. The hospital nursing educator mentioned to the manufacturer's representative that there is the possibility that other ICU staffs are unaware of the addition to the catheter, if they had been in-serviced on the camino system prior to 2001. The hospital nurse educator also mentioned that the product insert describes the red depth indicator only as part of the physician's guide to insertion of the bolt, not as something to monitor after placement. Review of picu in-service records going back to 2002 showed no record of in-service regarding this product. Biomed department was also unaware of the change in the product.